Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified vessel. A 6.0mmx100mmx80cm sterling balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter and no patient complications were reported.